Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling was evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2023, abbott point of care (apoc) was contacted by a customer regarding I-stat b-hcg cartridges that yielded a positive result on a 19 year old female patient with left flank pain. There was no additional patient information at the time of this report. Return product is available for investigation. Method date collected tested b-hcg sample I-stat (B)(6) 2023 13:03 immediately 61.5(iu/l) (positive) whole blood atellica (B)(6) 2023 12:29 13:54 <2.6(miu/ml) (negative) serum I-stat positive cut-off values: b-hcg = 5.0 iu/l negative 5.0 < ss-hcg < 25.0 iu/l indeterminate b-hcg = 25.0 iu/l positive there are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway.

Event description:
Na.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 31-jul-2023. A review of the device history record (DHR) confirmed the cartridge lot met finished goods (fg) release criteria. Retained and returned cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ak (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for total ss-hcg cartridge lot a23055a.